Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a shoulder arthroscopic procedure, the surgeon was performing the speed bridge technique on the rotator sleeve, the tip of the ar-13997sf, was blocked. Additional information provided on 10/21/2020: it was reported that the clamp would no longer open after clamping the rotator cuff. The surgeon would have to open the clamp several times in order to get it to unlock. The surgeon had to switch from a speed bridge technique during the surgery, to a double row technique, in order to complete the case. The devices used to completed the case are as follows: ar-2324; ar-7237; ar-7200.

Manufacturer narrative:
The precise cause for the related condition could not be determined. The mating part (needle) was not returned along with the complaint device. Function test could not be performed due to the related condition. Broken tip pin was not returned along with complaint device.